Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. Correction: b5 . B5: correct "108000mg" to "10800mg". H4: the lot was manufactured march 22-23, 2023. H11: the device was received for evaluation. Visual inspection via the naked eye noted fluid inside a bag that contained the unit which suggested a leak occurred. Further inspection revealed the cause of leak was due to broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the end of broken tubing and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The melting likely decreased the integrity of the tubing, causing breakage to occur. The reported condition was verified. The cause of the condition is due to improper solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the blue winged luer cap of a large volume infusor was not secured to the luer at the end of the tubing which resulted in a fluid leak. The leak was observed when unpacking the device from its outer packaging prior to patient use. The device was filled with benzylpenicllin (seqirus) 108000mg in sodium chloride 0.9% 240ml. There was no patient involvement. No additional information is available.